Event description:
The customer reported that the insulin pump alarmed while attempting to prime. The blood glucose reading was 286mg/dl. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. However, the device was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and cracked reservoir tube.